Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to impedance measurements greater than 3000 ohms utilizing the device and the pacing system analyzer (psa). Additionally, pacing therapy was not delivered when required. The physician stated he may have sutured the suture sleeve too tightly on the lead which could have resulted in insulation damage. No adverse patient effects were reported.